Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a veterinary procedure, the head of the locking screw snapped off. Reportedly the surgeon placed a plate dorsally instead of volar in a four week old fracture in a dog's forearm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device is a veterinary product and is not intended for human use. Device is similar to a device marketed for human use. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
(B)(4): incorrected reported on initial medwatch that device was received. Device was not returned to manfacturer. (B)(4)